Manufacturer narrative:
5/24/2023 - we were notified of a patient who had a retained capsule removed in april that was inside since october and mailed it in april, but no tracking information was found for the capsule. Frm-0089b capsule indicent questionnaire was sent to the customer. 7/20/2023 - after requesting updates from the customer we were notified that the patient still had the capsule and never mailed it, the capsule was sent to the download center that afternoon. 7/25/2023 - the capsule was received, and the video was successfully uploaded into capsocloud. 7/31/2023 - the frm-0089b capsule indicent questionnaire was received indicating a pre-existing condition but not specifying it. 8/7/2023, 8/15/2023 & 8/23/2023 - we asked the customer for the preexisting condition without response; therefore, this complaint was closed as it is.

Event description:
5/24/2023 - we were notified of a patient who had a retained capsule removed in april that was inside since october and mailed it in april, but no tracking information was found for the capsule. Frm-0089b capsule indicent questionnaire was sent to the customer. 7/20/2023 - after requesting updates from the customer we were notified that the patient still had the capsule and never mailed it, the capsule was sent to the download center that afternoon. 7/25/2023 - the capsule was received, and the video was successfully uploaded into capsocloud. 7/31/2023 - the frm-0089b capsule indicent questionnaire was received indicating a pre-existing condition but not specifying it. 8/7/2023, 8/15/2023 & 8/23/2023 - we asked the customer for the preexisting condition without response; therefore, this complaint was closed as it is.